Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: hemorrhage. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown mentor saline breast implant experienced bilateral hemorrhage post procedure. The patient indicated that the implants would not drop, patient hemorrhaged during the surgery, and the doctor had to flat the muscles, because it was too tight. As a result, patient underwent bilateral replacements with unknown textured saline implants on (B)(6) 1998. This report relates to the right prosthesis.